Manufacturer narrative:
.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the patient was referred to surgery due to ¿lead impedance¿. Additional clarification was received that the patient had low impedance. This event is reported in MDR # 1644487-2013-01184. Product analysis was completed and there were no anomalies found with the pulse generator. Abraded openings were identified in the outer and the inner silicone tubing of both lead coils of the vns lead. Additionally, remnants of dry body fluids were found inside the inner and outer silicone tubing with no obvious point of entry other than the aforementioned tube openings and ends of the returned lead portion. No other anomalies were identified in the returned lead portion other than typical wear and explant related observation.